Event description:
Us complainant reported that the patient was placed onto impella cp support due heart failure / cardiogenic shock. While on support, the automated impella controller (aic) experienced purge disc/flag issues, which were resolved by swapping to another aic. The patient ultimately expired, but there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and visual inspection of the purge assembly area confirmed a broken blue retainer. The failure mode was due to broken purge retainer. This report is being filed as part of a retrospective review of historical records.